Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported observing anterior chamber instability caused by unstable irrigation during the ultrasound step in a cataract surgery. The surgery was completed without product replacement. A product sample is unavailable for return. Additional information has been requested.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).